Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related device. The device was bloody. The tip, sheath and hub/valve were microscopically and tactile inspected. Inspection revealed tip damage (delamination/misshapen) and numerous shaft kinks (located in the sheath curve). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be carried out due to the device damage, although the shaft kinks (located in the curved portion of sheath) is damage associated with recapture difficulties. The damage to the tip is consistent with damage from interaction with the wds. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05207. It was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but needed to be fully recaptured. As it was being fully recaptured, the was kinked. The closure device was difficult to recapture because of the kink in the was. A portion of the closure device was still out of the was while it was removed from the patient. There was no harm done to the patient and the patient is fine. The procedure was unable to be completed due to the patient's anatomy.